Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the ¿foreign material clogged in the nozzle¿ was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. However, it was confirmed that there was no deformation on the section of the device with the foreign material. It was also confirmed that the reprocessing was implemented in line with the instructions for use (IFU). There was no report that the device was used for procedure while the event occurred. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection ¿ IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during reprocessing of gastrointestinal videoscope, washer stated air blocked channel. There was no report of patient harm associated with the event. The device was returned and evaluated. During the device evaluation found nozzle clogged. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was evaluated and the customer's allegation was confirmed, after removing nozzle found air/water flow was normal. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: there was incorrect production label; the insertion tube had buckles and dents; play on both control knobs right/left and up/down was loose; the glue on bending section cover had crack and the bending section had dent. According to the customer, the device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for olympus repair. The air/water nozzle of the device was flushed with water and air. The endoscope was wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The air/water nozzle /channel was flushed with the detergent solution. There was no information on foreign material. There was no delay in the start of precleaning. There were no abnormalities in the accessories used for reprocessing. There were no any other concerns about the reprocessing. There was no information whether the customer presoaked the endoscope in the detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.